Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. All operating currents were within specification. The off no power alarm functioned properly. No prime or rewind anomaly was noted. The insulin pump functioned properly with a water filled reservoir during testing. The low reservoir alarm functioned properly. No motor anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The motor was tested outside of the device and passed.

Event description:
It was reported that the insulin pump experienced a prime and motor or drive anomaly. The customer stated that he was unable to rewind at times, and sometimes he would have to push the plunger down with a pen to rewind the device. He stated that this method of trying to resolve the issue would not work this time. The blood glucose reading was 202 mg/dl. He stated that the numbers would not come up on the screen, so he used the pen to "fake out" the reservoir in order to restart the prime process. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.